Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's therapy had turned off and reset to shipping parameters, meaning a power on reset (por) had occurred. It was noted that they were in the hospital the week prior to the report for a cardioversion due to atrial fibrillation, which was unrelated to the device/therapy. They turned the device off before going into the hospital and was unable to turn it back on when they left due to the por warning message. They had an appointment for the following day with their healthcare professional (hcp). There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that an impedance and battery use check was performed when the patient was in the office on (B)(6) 2017. They were able to turn the patient's device back on and they changed the battery in the patient's remote as well. It was unknown what caused the por message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient had a cardiac conversion, which led to the por message. They turned the device off prior to the procedure, but the programmer wouldn't work to turn it back on. It was noted that they were able to reprogram the device.